Event description:
It was reported by the rep the device was used during laparoscopic cholecystectomy. It was reported the device improperly formed clips and the jaws locked. A second er320 was pulled to complete the case. There was no consequence to the pt.